Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. Reportedly, the patient lost stimulation approximately two years ago. Subsequently, the patient's scs ipg was replaced with a new one.

Manufacturer narrative:
Corrected data: date of explant.